Event description:
Customer called in to stratus technical svcs on 12/11/97 questioning the troponin0-1 results from a specific pt. The pt was a 54 yr old female with pulmonary edema in end stage coronary artery disease. Pts medications included nitroglycerin, amlodipine, bepridil hcl (vascor), isosorbide, mononitra, levothroxine, digoxin, metaprolol xl, morphine, and promethazine. The troponin0i results obtained by the customer are as follows: sampe #: 1, date: 12/9/97, time: 22:24, result: <0.4 ng/ml; 2, 12/10/97, 04:10, 1.7 and 1.2 ng/ml; 3, 12/10/97. 06:02, 1.7 ng/ml; 4, 12/10/97, 11:30, <0.4 ng/ml. The physician questioned the result of sample #4. The samples were submitted to dad international for testing by the stratus method and by an alternate method. Following are the results: sample #: 1, stratus: 0.0, alternate method: 0.7; 2, 1.3, 1.88; 3, 1.0, 4.0; 4, 0.9, 1.2.